Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the safety ring that holds the c-arm in position was not properly installed. The device subject to the reported event was deinstalled by steris in (B)(6) 2024 per the user facility's request and it is unknown who subsequently reinstalled the lighting system. Based on the description of the event, the likely cause of the reported event would be attributed to the incorrect reinstallation of the harmony dual led 585 surgical lighting system by someone other than steris trained personnel. The installation instructions state, "warning - personal injury hazard and/or equipment damage hazard: repairs and adjustments to this equipment should be made only by fully qualified service personnel. Maintenance performed by inexperienced, unqualified personnel or installation of unauthorized parts could cause personal injury, invalidate the warranty, or result in costly equipment damage. Contact steris regarding service options." The technician raised the lighting system back up, replaced the necessary components, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that while preparing for an upcoming case, an employee struck the harmony dual led 585 surgical lighting system causing the c-arm to drop about 4 inches. This resulted in a procedure delay and the procedure was completed successfully in another room. No report of injury.